Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent's reported via phone call that customer had high blood glucose level. Customer's blood glucose was 454 mg/dl. Customer was assisted in priming on pump but reservoir's were switched and customer's pump were not primed. Customer will not return insulin pump for analysis.